Event description:
Customer reported that immediately after removing a retractable technologies vanishpoint syringe from its wrapper, they saw liquid contained inside of the barrel of the syringe. The syringe was reported as a tuberculin syringe with needle, vanishpoint® 1 ml 25 gauge 1 inch regular wall retractable safety needle. Manufacturer model# 10161, lot # g210954. Additional product information is contained in this report.

Manufacturer narrative:
Mckesson medical-surgical, inc. Is the assembler of convenience kits that can contain the device from the manufacturer identified in section d. The item ref # and lot # reported and identified in section d have been confirmed as having been used in the assembly of convenience kits supplied by mckesson medical-surgical, inc. We have notified (B)(6) and (B)(6) for awareness.